Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver dilaudid [30 mg/ml] at 5 mg/day and bupivacaine [7mg/ml] at 1.163 mg/day, indicated for spinal pain and lumbar radiculopathy. It was reported that the patient had never had relief since implant ((B)(6) 2011 .) It was reported that the doctor was convinced that the initial doctor¿s implant level of t12 was the cause of the patient not receiving therapeutic benefit. Surgical intervention occurred; the pump and catheter were explanted and replaced on (B)(6) 2018 . It was indicated that it not applicable if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was also indicated that it was not applicable if diagnostics/troubleshooting was performed. The rep stated that there were no interventions/actions taken that he was aware of. [This contradicts the report that surgical intervention was performed.] At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿ s weight was asked, but unknown. The patient¿s medical history was asked, but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. It was noted that the devices were discard by the customer and would not be returned to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation: catheter (B)(4):additional patient codes (B)(4) now apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2018-feb-14. It was stated that the patient reports at best, 25% overall improvement over 13 years of intrathecal (it) therapy. The patient reported very limited duration of significant relief after the it system was implanted, but at best reports approximately 25% overall relief. It was reported that the patient was experiencing pain in hemilateral lower extremities and the small of her back. It was noted that any activity increases the pain. This all started about 17 years ago. It was reported the locations of pain have remained stable without changes in location, character or intensity over years since initial injury years ago (1970's). It was noted that the patient continues to recall only the first few months of it therapy to be successful. Regarding the patient¿s history of present illness, it was reported that the patient presents with complaints of pain in the following locations: axial low back at lumbosacral function, with lower extremity radiation on the right and on the left, radiating gluteal, radiating into hip and groin consistently located and constantly present. It was stated that this was accompanied by: paresthesia, numbness, weakness, muscle spasms, and dysesthesia in the right and left lower extremities. It was reported that the pain increases with standing, walking, sitting, and most activities. It was reported that recent adjustment did not produce any improvement in pain relief. It was stated that the it catheter is at t12 and for the pain afferentation, first order synapse is most likely at t9. It was noted that the patient was receiving "29.014 mg per day of morphine sulfate and 6.3469 mg/day." It was stated that the eri (elective replacement indicator) was at 9 months. Multiplanar imaging review x-rays of the thoracic spine, lumbar spine, pelvis/sacrum were completed on 2017 (B)(6), which demonstrated the intrathecal delivery system with radio opaque intrathecal catheter entering subarachnoid space at l3-4 ascending to upper third of t12. It was stated that the connection to the pump appeared intact. It was reported that the intrathecal catheter is mal-positioned for the patient's pain locations. Per the physician, the catheter should be at t9-10. No further complications were reported. It was noted in the assessment summary provided by the healthcare provider that the patient's primary diagnosis related to treatment was post-laminectomy syndrome, lumbar region. The patient¿s medical history included: irregular heartbeat, chest pain (unspecified type), shortness of breath, type 2 diabetes mellitus with diabetic nephropathy, unspecified long-term insulin use status, heartburn, frequent urination, difficulty in walking, dizzy spells, neuropathy, weakness.